Manufacturer narrative:
G4: 10apr2020. B4: 13apr2020. The bezel was returned for failure analysis. Further evaluation determined that the navigation ring failed due to contamination. Customer complaint was duplicated. Fault is found on testing submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30jan2020 b4: (B)(6)2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12feb2020.

Event description:
It was reported that the unit had a navigation ring failure. There was no patient involvement.